Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device produced incomplete mesh. The event occurred during meshing of cadaver donor skin. There was no patient involvement, and no harm involved. An alternate device was not required for the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 15 august 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 2:1 cutter serial number: (B)(6) and 1.5:1 cutter serial number: (B)(6) for evaluation. Evaluation of the device on 23 august 2019 found that the device was slightly out of calibration but still produced a passing test mesh. Upon further evaluation though, it was found that the mesher had visible damage to the roller gear. The returned cutters were both reviewed and noted to have both produced incomplete cuts. Repair of the mesher occurred the same day and involved replacing the roller gear and recalibrating the device. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the device producing incomplete meshes was due to previously deemed non-repairable cutters being used. During evaluation, it was found that both returned cutters produced incomplete meshes and upon further review of the cutters, it was found that they both had been previously noted to not produce a passing test cut and non-repairable. The instructions for use for the zimmer skin graft mesher states that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.